Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, the 60:40 aortic position caused the sapien valve to flare, resulting in the moderate cai. The cause of the 60:40 aortic positioning cannot be confirmed based on the information available; however, it likely was related to a combination of the procedural/patient factors listed above. The cai was reduced by the implantation of a second sapien valve within the first. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the 23mm sapien valve appeared to be slightly too aortic post deployment, resulting in moderate central aortic insufficiency (cai). A second 23mm sapien valve was implanted within the first slightly more ventricular. Post deployment of the second valve, there was mild cai by root angio and trace by echo. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the valve was positioned 60:40 aortic. During valve deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The investigation is ongoing.